Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate had particulate matter. There was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The lot 14g029 was manufactured on july 17, 2014 to july 18, 2014. The device was received for evaluation. Visual inspection (via the naked eye) noted a solid white particle approximately 0.76mm in length floating in the fluid of the bladder. The particles were identified to be acrylic material via ft-ir spectrophotometer scanning. The reported problem was verified. The assignable cause of the problem could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.